Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received but not yet evaluated. A follow up report will be submitted with all additional relevant information.

Event description:
The 3.0 x 28 mm rx xience v stent delivery system was returned with a tip separation. There was no information provided regarding how the tip separation occurred as the physician did not recall any complaint with this device.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood on the stent implant and on the balloon. There was contrast in the inflation lumen. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. This is consistent with preparation of the balloon and insertion in to the body. The soft tip was separated at the distal seal. The fracture face was stretched. The separated tip was returned taped to a small envelope. There was a bend in the tip 2.5 mm distal to the separation. There was a tear in the distal end of the tip. There was no other damage noted to the sds. A 0.0155 inch mandrel was used to measure the inner diameter of the tip proximal to the separation and past the proximal seal and met manufacturing criteria. The inner diameter of the separated tip was not measured due to the damage noted and how it was returned. Tip detachment can be the result of numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested to verify tip tensile force. A review of the device lot history record found no non-conforming material records that could have contributed to this complaint. A query of the complaint handling database was performed and revealed no other incidents of tip detachment for this lot. Based on the severity of the tip damage it appears that the tip was stretched which suggests material tensile over load. Since a tip separation was not reported, it is possible that this may have resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. However, a conclusive cause of the tip separation can not be determined. Based on this investigation, there is no indication of a product quality deficiency.